Manufacturer narrative:
The customer reported to have troubleshot the issue with a covidien technical support engineer (tse). The tse recommended replacing the oxygen sensor. The customer reported to have replaced the oxygen sensor, which resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. The device has been returned to patient use, and no further assistance is required. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator generated an error message of "insufficient o2 supply". The patient was removed from the ventilator, manually ventilated and placed on an alternate ventilator. There was no reported patient injury.